Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements. During a procedure to implant a left ventricular (lv) epicardial lead, this rv lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.